Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d4, d8, h3. The device was returned to olympus for evaluation. And event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction occurred, due to failure of the circuit board. However, a definite root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This reported is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is: 3002808148.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor powered off. The issue occurred during preparation for use for an unspecified diagnostic procedure that was completed with a similar device. There was a delay due to monitor replacement; however, there were no reports of patient harm.